Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions revealed the patient¿s implantable cardiac monitor (icm) had false pause episodes due to under-sensing. Programming changes were made to resolve the issue and no patient symptom was reported.